Event description:
It was reported that during surgery, the camera control unit went completely dark multiple times. The buttons on the front would not light up even though there was power to the machine. The device was unplugged and restarted multiple times and the issue continued to occur. A backup device was available to complete the procedure successfully. Delay or patient injuries were not reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The reported complaint of live video malfunction could not be duplicated during the functional testing process. The ccu did fail with no light output from led light source and would not white balance correctly but passed all live output functions and 4 hour burn-in inside of test tower. All video outputs and front panel lights were constant throughout testing and burn-in. The complaint of live video malfunction was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.